Event description:
Same case as MDR ID# 2134265-2011-01895. It was further reported that during a right upper extremity fistulogram procedure vascular access was obtained via the right femoral artery. The stenosis was noted to be 80% and the patients anatomy was considered severely tortuous and non-calcified. A 0.14 x 300 cm journey guide wire was advanced to the venous limb of the dialysis fistula. Another .014 x 300 cm journey guide wire was inserted into the brachial artery distally. Initial angioplasty was performed with a 3.5mm x 20mm rx maverick balloon catheter followed by dilation with a 4.0mm x 20mm nc quantum apex balloon catheter. The number inflations and to what atms is unknown. Following the procedure, attempts to remove the guide wires were complicated as significant resistance was encountered while removing the guide wires through a 6fr x 90cm non bsc introducer sheath. The distal tips of the guide wires fractured in the right subclavian artery and thoracic aorta. A 7mm gooseneck snare was used to successfully retrieve the fractured guide wires. Follow up angiography was performed and did not reveal any evidence of extravasation or vascular complication.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned journey guide wire revealed the corewire was fractured near the distal edge of the inconel connector proximal from where the high torque sleeve meets the corewire. The fracture surface was bent. Sem analysis revealed a permanent bend in the niti core wire. Dimples all over fracture faces. No mechanical defects were observed on wire surface adjacent to fracture. The corewire fractured due to ductile bend overload of nitinol core wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2011-01895. It was further reported that during a right upper extremity fistulogram procedure vascular access was obtained via the right femoral artery. The stenosis was noted to be 80% and the patients anatomy was considered severely tortuous and non-calcified. A 0.14 x 300 cm journey guide wire was advanced to the venous limb of the dialysis fistula. Another .014 x 300 cm journey guide wire was inserted into the brachial artery distally. Initial angioplasty was performed with a 3.5mm x 20mm rx maverick balloon catheter followed by dilation with a 4.0mm x 20mm nc quantum apex balloon catheter. The number inflations and to what atms is unknown. Following the procedure, attempts to remove the guide wires were complicated as significant resistance was encountered while removing the guide wires through a 6fr x 90cm non bsc introducer sheath. The distal tips of the guide wires fractured in the right subclavian artery and thoracic aorta. A 7mm gooseneck snare was used to successfully retrieve the fractured guide wires. Follow up angiography was performed and did not reveal any evidence of extravasation or vascular complication.

Event description:
It was reported that during an unspecified treatment procedure a guide wire break occurred. The procedure outcome is unknown. No patient complications were reported and the patient's status is fine. Additional information has been requested and is not available.